Event description:
Report rec'd of an over-delivery of IV fluids. The pt was receiving a "plain IV solution with no medication" after surgery. A new IV bag was hung at 1230 in 2001 with a volume to be infused of 900ml to run at 125ml/hour. At 1500, the pump display indicated that 700ml had been infused when only approximately 300ml should have been infused. It was reported that there was more fluid missing from the bag than there should have been. There was no adverse event with the pt and no medical interventions were required. The customer contact reported that the IV fluid kept dripping in the drip chamber when the pump was in the stop mode and the pump door was closed. According to the customer contact, all clamps under the door were inserted correctly. The pump was replaced and sent to the biomedical dept. Though requested there was no further info available.